Event description:
It was reported since the patient stated wearing a belt his implant had been turning on and off. It was stated he was confirming it with the programmer and when stimulation turned on he could feel it in the anal area. The patient wore a velcro belt with some sort of oil on it and it was tightened about three inches below the implantable neurostimulator (ins). The patient was suggested to not wear the belt. It was noted the patient had therapeutic relief. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. (B)(4).